Event description:
The hospital reported that during the use of the device the blades (at the distal end of the device) did not retract, resulting in vessel perforation. The surgical procedure was extended for an hour. The pt is alive.

Manufacturer narrative:
An actual complaint sample was returned and evaluated. Significant blood clot was found at the distal tip of the device and over the blade portion of the device. The blood clot did not allow the blades to deploy (expand) initially. The hoops (which contain the blades) were slightly deformed and out of alignment on the returned device that was evaluated. The root cause of this complaint could not be determined, and the final report is inconclusive.